Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 10 years later due to soft tissue pain and elevated chromium ions. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it's location is unknown. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} proposed component code: mechanical (g04) - stem no product was returned; further visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.